Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as no lot number for the affected device have not been provided.

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an "autofill failure" alarm. The hospital staff were unable to resume pumping despite repositioning the patient and catheter multiple times. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).